Manufacturer narrative:
The e402 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin I (troponin I) on a cobas e 402 analytical unit. The initial result was 0.211 ng/ml. The repeat result was 0.148 ng/ml.

Manufacturer narrative:
The calibration signals were lower than expected. The customer ran 1 level of qc. Product labeling states: "controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use, once per reagent kit, and following each calibration." Qc failed several times the morning of the event but upon repeating was within range before running patient samples. No issues were identified during a review of the alarm trace data. The customer used a clotting time of 20 minutes. The clotting time should be a minimum of 30 minutes. The customer used a centrifugation speed of 4000 revolutions per minute (approximately 2000 g) for 10 minutes. The recommended speed is 1500-2200 g for 10 minutes. The specific cause of the event could not be determined, however, the event is consistent with a pre-analytical handling issue (clotting time too short). The investigation did not identify a product problem.